Manufacturer narrative:
Additional information was added to b5: reproducibility of the plasma samples were reactive and nonspecific heterophil blocking antibody testing showed no decrease in value. Additional testing of the serum sample was not performed due to no sufficient sample volume available for testing. Through troubleshooting and additional testing the customer believed that the false reactive plasma sample had specimen integrity issues. The new serum sample draw generated nonreactive results as expected. Retrospective review of the event identified additional information regarding sample integrity and specimen handling issues identified by the customer through troubleshooting and additional testing provided by the customer. As a result, this event was incorrectly made reportable and should not have been made reportable. A final evaluation has been included, however, no additional information will be provided regarding this event, as it is not reportable. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, and a review of product labeling. The ticket searches determined normal complaint activity for the likely cause lots. Complaint trending report review did not identify any trends. A review of the product quality history did not identify issues associated with the customers observation. No returns were available for testing. No systemic issues were identified. Labeling was reviewed which adequately addresses the current issue. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
Reproducibility of the plasma samples were reactive and nonspecific heterophil blocking antibody testing showed no decrease in value. Additional testing of the serum sample was not performed due to no sufficient sample volume available for testing. Through troubleshooting and additional testing the customer believed that the false reactive plasma sample had specimen integrity issues. The new serum sample draw generated nonreactive results as expected.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This event is being filed on an international product list 6c36, that has a similar us product, list 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive hbsag results for a (B)(6)- year old male patient, when processing on the architect i2000sr. The following plasma results were provided: 0.09, 0.09, 0.08 and 0.07 iu/ml. The following serum results were provided: 0.12, 0.03, 0.02, and 0.01 iu/ml. Confirmatory testing was also positive for the plasma specimen. Results of reproducibility testing were also positive. No impact to patient management was reported.